Event description:
It was reported to the service and repair department documented that while putting in the trial, the threaded portion of the inserter that threads into the trial snapped off inside the trial. There is no surgical information available. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The reported instance was an anticipated service or warranty replacement issue. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that there are no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A pd evaluation was conducted. The report indicates that one trial spacer handle along with one trial spacer were returned together with a complaint description of ¿while putting in the trial, the threaded portion of the inserter that threads into the trial snapped off inside the trial.¿ the two parts are used together for stand-alone anterior lumbar interbody fusion procedures indicated for patients with degenerative disc disease. Indications are provided to use pre-operative planners for proper parts selection as well as step by step explanations are described including recommendations and precautions. A trial spacer may be used as a template to facilitate the selection of the trial implant. A trial spacer handle is attached and controlled light hammering on the handle may be applied to advance the trial spacer into the disc space (information provided per synfix-lr system technique guide (B)(4)). The trial spacer handle (lot # 57933) was released to the warehouse in october 2006. This trial spacer handle was received with the tip of the spindle assembly broken off , with the broken off portion of the distal tip embedded in the trial spacer (03.802.017, lot#2404941), therefore this complaint is confirmed. The associated drawings of the current release were reviewed ((B)(4)). Retraining on the use of the trial spacer handle resulted from CAPA (B)(4). The drawings detail the appropriate dimensions, materials, and finishing process for a successful instrument. This instrument was manufactured to drawing 389_151_4 rev d. (B)(4). In addition, the drawings for the trials ((B)(4)) were reviewed. The drawings call out the appropriate thread and thread depth to fully seat the spindle assembly; additionally no changes or issues were identified with material and finishing processes for a successful trial spacer device design. This complaint failure could have been caused by improper technique (use of handle in loosened state, excessive impaction force, cross threading) leading to the fracture of the trial spacer handle spindle tip, coupled with the lower yield strength of the material as this was manufactured to a previous design. The design change to the spindle subassembly was implemented through (B)(4) (effective (B)(4) 2008) to address the breakage of the distal tip of the spindle prior to the manufacturing of this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.